Manufacturer narrative:
Qn #: (B)(4). The customer report of "no implant was found" was confirmed. Confirmation is based on the investigation results showing that the device encountered bone strike. This investigation has determined that the device encountered the following failure mode(s): ul-needle damaged: needle damage occurs when the needle strikes bone. The probable root cause of this failure mode is use error- u nintentional- cannot determine. Ul-CT did not unsheathe: the CT was unable to deploy due to the damaged needle interfering with CT deployment. The probable root cause of this failure mode is use error- unintentional- cannot determine. Teleflex will continue to monitor and trend for complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "this case appears to be related to a needle-fire malfunction. When inspected through the keyhole view, no suture was observed, and no implant was found even after cutting the suture. This did not occur during the treatment of a median lobe. The approximate size of the prostate was 40 cc. The procedure was completed using a new device, and there were no patient adverse events associated with this issue. The patient's condition is currently stable".